Event description:
It was reported that a cartridge alarm 9 occurred. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.